Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. Event related to FDA report mw5065773. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was being used post-operatively with a pacing dependent patient when the epg stopped pacing and the patient went into asystole. The patient's chest needed to be re-opened, a cardiac message was performed, a new pacing electrode was placed, and the epg was replaced with another unit, which worked as expected, and the patient was stabilized. It was later found that the ventricular connector on the epg was broken, and a piece had fallen inside of the unit. The epg was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a broken ventricular output connector and part of the connector had fallen inside the device. It was also indicated that the atrial output connector was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.